Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked display window corners and cracked reservoir tube lip noted.

Event description:
It was reported by the customer that their insulin pump was alarming button error and keypad was unresponsive to user input. Customer stated they were attempting to enter their carbohydrate intake to bolus when the device began to scroll with any input. Customer then removed the batteries and the device alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 69 mg/dl at time of reporting. Nothing further reported.